Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿patient¿s t-piece¿ (t-connector) on an unspecified quantity of interlink extension sets were broken and as a result, blood returned through the hole in the t-piece. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.